Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 4 months. The pump was not returned for evaluation as it was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient¿s spouse was unable to awake the patient. Inr was found to be 2.2. The patient had a history of systemic infection. The lvad clinicians reported that they could not find the source of the infection. Fresh frozen plasma was administered; however, there was no change in responsiveness. The patient expired from complications related to intracranial hemorrhage. Care was withdrawn and the patient expired on (B)(6) 2017.

Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A correlation between the device and the reported infection, intracranial hemorrhage and subsequent patient outcome could not be conclusively determined. Infection, stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.